Event description:
The rptr stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After lens was inserted, noticed lens had torn. Lens was removed with no pt injury. Another same model and size lens was implanted. The rptr stated the cause of this incident was due to technical error.

Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product found lens optic torn and haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).